Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply and power cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported there was a communication error and the system likely locked up. This could cause the delay or cancellation of a procedure. There is no report of injury or death associated with the event described in this complaint.